Manufacturer narrative:
The results of the investigation are inconclusive since the reported device was not returned for analysis. Based on the information received, the cause of the reported event could not be conclusively determined. The material inspection report for this guide wire lot number has been reviewed. No issues or discrepancies were noted during this review that would have contributed to the reported event. The device met material, assembly, and quality control requirements. (B)(4).

Event description:
A diamondback coronary orbital atherectomy device (oad) and viperwire guide wire were selected for treatment of a lesion in the proximal to mid left anterior descending coronary artery (lad). The lesion was heavily calcified with 90% stenosis. The lad was 3.0 millimeters in diameter. The lesion was wired, and the viperwire was advanced until it would no longer advance. The lesion was treated with the oad in a proximal to distal direction. The oad jumped forward on the third treatment pass, and half of the spring tip of the viperwire fractured. No snare attempts were performed, and the physician stented the fragment to the vessel wall. The procedure was completed with balloon angioplasty and stent placement.